Manufacturer narrative:
Qn#(B)(4).

Event description:
Complaint received reports: involved a 62 year-old patient admitted to intensive care because of motor problems in the right hand on (B)(6) 2023 at 9am. The MRI concluded that there were probably ischaemic lesions, like a type of gas embolism. The equipment connected to the central line were suspected. Line had not been used on (B)(6) 2023 since 5am and no device had been manipulated at the time of the incident. The catheter was removed and a new central line inserted in the surgery room. The patient received hyperbaric chamber treatment and still has a right hemicorporeal deficit. Additional information received from customer reports: the patient presented with a right hemicorporeal deficit (motor and sensory deficit in the right hand) at 9.30am, with no other symptoms. An MRI scan was performed immediately. The MRI scan suggested ischemic lesions secondary to gas embolism. The patient underwent 2 further sessions in a hyperbaric chamber. There was no desaturation or hemodynamic instability that suggested a gas embolism and the central line circuit was checked without any bubbles in the lines or leaks. After consulting a doctor, the patient was advised to undergo a follow-up cerebral MRI 48 hours after the event. The MRI showed slight increase in extent of recent ischaemic lesions in the superior frontal cortex, left middle frontal cortex, and left postcentral parietal cortex. No hemorrhagic remodeling or new ischaemic lesions. It was the opinion of two doctors that the images are not specific for gas embolism, but this remains the main diagnostic hypothesis. An eeg, lumbar puncture, and vascular doppler ultrasound were performed to rule out other causes. A new MRI was performed on (B)(6) 2023 and showed stability of recent lesions. A neurological opinion was sought from the doctor for a functional prognosis assessment and as the lesions are related to a probable gas embolism, it was difficult to assess the patient's potential for recovery. It was reported the patient will have persistent neurological sequelae from the event. The patient was transferred to the neurology department of another hospital.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only.

Event description:
Complaint received reports: involved a 62 year-old patient admitted to intensive care because of motor problems in the right hand on (B)(6) 2023 at 9am. The MRI concluded that there were probably ischaemic lesions, like a type of gas embolism. The equipment connected to the central line were suspected. Line had not been used on (B)(6) 2023 since 5am and no device had been manipulated at the time of the incident. The catheter was removed and a new central line inserted in the surgery room. The patient received hyperbaric chamber treatment and still has a right hemicorporeal deficit. Additional information received from customer reports: the patient presented with a right hemicorporeal deficit (motor and sensory deficit in the right hand) at 9.30am, with no other symptoms. An MRI scan was performed immediately. The MRI scan suggested ischemic lesions secondary to gas embolism. The patient underwent 2 further sessions in a hyperbaric chamber. There was no desaturation or hemodynamic instability that suggested a gas embolism and the central line circuit was checked without any bubbles in the lines or leaks. After consulting a doctor, the patient was advised to undergo a follow-up cerebral MRI 48 hours after the event. The MRI showed slight increase in extent of recent ischaemic lesions in the superior frontal cortex, left middle frontal cortex, and left postcentral parietal cortex. No hemorrhagic remodeling or new ischaemic lesions. It was the opinion of two doctors that the images are not specific for gas embolism, but this remains the main diagnostic hypothesis. An eeg, lumbar puncture, and vascular doppler ultrasound were performed to rule out other causes. A new MRI was performed on (B)(6) 2023 and showed stability of recent lesions. A neurological opinion was sought from the doctor for a functional prognosis assessment and as the lesions are related to a probable gas embolism, it was difficult to assess the patient's potential for recovery. It was reported the patient will have persistent neurological sequelae from the event. The patient was transferred to the neurology department of another hospital.

Event description:
Complaint received reports: involved a 62 year-old patient admitted to intensive care because of motor problems in the right hand on (B)(6) 2023 at 9am. The MRI concluded that there were probably ischaemic lesions, like a type of gas embolism. The equipment connected to the central line were suspected. Line had not been used on (B)(6) 2023 since 5am and no device had been manipulated at the time of the incident. The catheter was removed and a new central line inserted in the surgery room. The patient received hyperbaric chamber treatment and still has a right hemicorporeal deficit. Additional information received from customer reports: the patient presented with a right hemicorporeal deficit (motor and sensory deficit in the right hand) at 9.30am, with no other symptoms. An MRI scan was performed immediately. The MRI scan suggested ischemic lesions secondary to gas embolism. The patient underwent 2 further sessions in a hyperbaric chamber. There was no desaturation or hemodynamic instability that suggested a gas embolism and the central line circuit was checked without any bubbles in the lines or leaks. After consulting a doctor, the patient was advised to undergo a follow-up cerebral MRI 48 hours after the event. The MRI showed slight increase in extent of recent ischaemic lesions in the superior frontal cortex, left middle frontal cortex, and left postcentral parietal cortex. No hemorrhagic remodeling or new ischaemic lesions. It was the opinion of two doctors that the images are not specific for gas embolism, but this remains the main diagnostic hypothesis. An eeg, lumbar puncture, and vascular doppler ultrasound were performed to rule out other causes. A new MRI was performed on (B)(6) 2023 and showed stability of recent lesions. A neurological opinion was sought from the doctor for a functional prognosis assessment and as the lesions are related to a probable gas embolism, it was difficult to assess the patient's potential for recovery. It was reported the patient will have persistent neurological sequelae from the event. The patient was transferred to the neurology department of another hospital.

Manufacturer narrative:
(B)(4). The report of an air embolism could not be confirmed as part of this complaint investigation of the returned sample. The customer returned one, 3-lumen cvc catheter. The catheter was returned with injection caps on each extension line luer hub. Medical tape was returned wrapped around all three on the caps. None of the non-teleflex connectors reported as attached to the extension lines were returned. Signs-of-use in the form of biological material were observed on and within the extension lines. Visual analysis of the catheter body, juncture hub, extension lines and luer hubs did not reveal any defects or anomalies. The catheter length from the juncture hub to the distal tip measured 218mm via calibrated ruler which was within specification limits of 207-227mm per drawing. The catheter body outer diameter measured at 2.46mm which was within spec of 2.39-2.49mm per product drawing. The distal extension line outer diameter measured at 2.18mm which was within spec of 2.13-2.21mm per product drawing. The medial extension line outer diameter measured at 2.14mm which was within spec of 2.13-2.21mm per product drawing. The proximal extension line outer diameter measured at 2.16mm which was within spec of 2.13-2.21mm per product drawing. The outer diameters of catheter body, distal extension line, proximal extension line and medial extension line were measured via calibrated caliper. The catheter was functionally tested per the instruc tions-for-use (IFU). The IFU provided with this kit states, "prepare catheter for insertion by flushing each lumen and clamping or attaching injection caps to appropriate extension lines". The catheter was flushed with a lab inventory syringe filled with water. The test was performed with and without each of the returned injection caps; no leaks or blockages were detected. A liquid leakage test was performed as per the standard: "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso ". All three luer hubs of the catheter were connected to the leak tester. With the distal end of the catheter occluded, each of the catheter extension lines were pressurized to 300kpa for 30 seconds. No leaks were detected from any part of the catheter. A manual tug test confirmed that all luer hubs were securely attached to their extension lines. The IFU provided with the kit informs the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." The customer did not provide a lot number; however, a potential lot was identified based on a sales history review for this customer. A device history record review was performed based on the potential lot and no relevant findings were identified to suggest a manufacturing related issue. The returned catheter met all relevant visual, dimensional, and functional requirements including leak testing performed per bs en iso. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.